Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown taperloc stem. Unknown shell. Unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07078, 0001825034-2018-07083 and 0001825034-2018-07084. Reported event was confirmed by review of operative notes of the debridement. It confirm that the patient underwent right hip wound incision and re-closure with debridement due to nonhealing area of necrosis in her distal wound which was resistant to superficial treatment. Debridement extended to subcutaneous fat but did not reach the fascia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, approximately two months status post right total hip arthroplasty, the patient underwent a right hip wound incision and re-closure with debridement due to nonhealing hip wound. Attempts have been made and additional information on the reported event is unavailable.